Event description:
It was reported that, "during the tha, the surgeon could not dissociate the v40 trial head from the centpillar tmzf size 6 right after a final check of neck length. Therefore, he dissociated it by using a hammer and head impactor. As a result, the cover of the rubber ring was damaged."

Manufacturer narrative:
If additional info becomes available, the evaluation summary will be submitted in a supplemental report.